Event description:
It was reported that the subject device had a decrease key not working. There were no reports of patient harm.

Manufacturer narrative:
E1 - address 1:(B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
E1 - address 1: (B)(6). This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to corrections required. Corrected fields: b5 (inadvertently when the event happened was omitted), e1 - address 1(inadvertently wrong information was typed), e1 - city (inadvertently wrong information was typed), e1 - postal code (inadvertently wrong information was typed). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of control panel. The cause of control panel failure could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during inspection routine of an unspecified procedure.